Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declare elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this event will be updated.